Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "prepare for fill" screen, and the customer was unable to be cleared. The customer attempted to clear the screen prior to calling into tandem technical support, and accidentally turned the pump off. Reportedly, the customer held the wake button down while the pump was plugged into charge, and the pump powered off. Tandem technical support guided the customer through turning the pump back on. Customer had elevated blood glucose (bg) levels (284 mg/dl). Customer delivered a bolus to address elevated bg levels.